Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24apr2020.

Event description:
The customer reported navigation ring failure. It is unknown if the ventilator was being used on a patient at the time that the error was discovered. Confirmation has been requested.

Manufacturer narrative:
G4: 10jul2020 b4: (B)(6)2020 three good faith efforts were made to obtain all relevant information. The customer did not respond to requests for additional information. If further information is obtained, this complaint will be reopened. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.